Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of device failure to deliver energy.

Event description:
Note: this report pertains to the one of three captivator snares that were used in the same procedure. It was reported to boston scientific corporation that a captivator snare was used during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the physician tried to cauterize with a 33mm captivator snare but was unsuccessful as the snare would not get to the right temperature. A second captivator snare was opened but it did not work. The cautery machine settings, bovie cord and ground pad were checked to ensure proper set up. A third captivator snare was opened, and the same problem occurred. The procedure was completed with a 20mm captivator snare. There were no patient complications reported as a result of this event.